Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit after 14 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. The evaqua expiratory limb was visually inspected for the reported damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 53cm from the patient end connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check was not performed as no lot number was provided. Conclusion: we are unable to determine how the limb came to be damaged; however, it is likely that the use of the subject breathing circuit beyond the recommended maximum days of use had contributed to the reported fault. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "this product is intended to be used for a maximum of 7 days." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).